Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that the patient insulin pump had alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer stated that recurring alarm while pump in use. The customer's nurse was informed that pump needs to be replaced.